Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease flat. A microscopic analysis was performed which identify two sharp edge opening assessed as unidentified tear opening and striated in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp opening on posterior assessed as to an unidentified (tear) opening; a striated edge on anterior side assessed as to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a patient experienced the events of ¿implant integrity loss (noted in contralateral record)¿, ¿deformation of both mammary glands, more on the right¿ and ¿periodical pains in both mammaries. Device has been explanted.